Manufacturer narrative:
The monitor sn (B)(4) and electrode belt (B)(4) were returned and evaluated. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock during asystole at 23:13:39 on (B)(6) 2020 and subsequently passed away. Prior to the inappropriate treatment, the patient was seen in bradycardia at 50 bpm degrading to asystole with intermittent cardiac activity. The patient received a non-lifevest defibrillation: rhythm at time of treatment was asystole. Post shock rhythm was asystole with intermittent cardiac activity. The rhythm then transitions to bradycardia at 30 bpm. The rhythm then degrades to asystole with CPR/motion artifact. The rhythm then transitions again to bradycardia from 20 bpm to 50 bpm with CPR/motion artifact. Lastly, the rhythm slows to bradycardia at 20 bpm with preventricular contractions (pvcs) degrading to asystole with CPR/motion artifact from approx. 22:55:09 until the device shutdown at 23:53:52 on (B)(6) 2020. It was reported that the patient passed away in an ambulance while emergency medical personnel were conducting resuscitation efforts. The response buttons were not pressed during the event. CPR/motion artifact contributed to the false detection. There is no indication that a device malfunction caused or contributed to the patient's death.